Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_985 - arb pmcf. Eu1865 - 565 (r758786001). It was reported that on (B)(6) 2023, a 33mm sjm tailor annuloplasty ring was implanted. On (B)(6) 2023, the patient had atrial fibrillation. The patient was treated with cordarone. The patient is stable.